Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
A trial patient reported her leads came out after she caught it on something. She noted there was still a piece inside her from the lead and it is hurting. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.